Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The date of this report is revised to december 4, 2018. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The external visual inspection revealed a slice near the fantail and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The failure of this device is attributed to a short from the power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted due to non-auditory sensations and device non- use. The recipient is doing well. This is the final report.

Manufacturer narrative:
The external visual inspection revealed a slice near the fantail and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed.